Event description:
It was reported that this right atrial (ra) lead was revised one week after implant. An x-ray was performed and found that the slack was pulled back. This device remains in service. No additional adverse patient effects were reported.